Manufacturer narrative:
Only the components that were replaced by the third party service center were returned to the manufacturer for investigation.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming. The device was not in patient use. The device was evaluated at the third party service center and the complaint was confirmed. The device's power management pca and internal battery were replaced to address the issue. The internal battery and power management pca were returned to the manufacturer for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance. The power management pca was found to operate as designed.